Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt had ventricular fibrillation two weeks ago ((B)(6) 2012). His doctor recommended he test his inr and obtained an inr of 6.5 on the inratio. He went to the hospital and when tested there his inr was 3.5. Results: "two weeks ago": inratio inr= 6.5. Lab inr= 3.5 (less than 1hr between meter and lab test). "Last week's": pt's inratio read 0.4 different than doctor's poc meter (type unk). Pt didn't remember the specific readings. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Investigation: pt recently began taking lidocaine. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2 weeks ago, inratio: 6.5, ref: 3.5, mean: 5.0, confidence limits: 2.8 - 7.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide specific readings for "last week's" tests. Unable to determine accuracy of inratio results. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Since no strip lot info was available, and no product was expected to be returned, further investigation could not be performed. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.